Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. The investigation found that the problem was due to defective usb connector. This is the initial and final report for this issue.

Event description:
A customer reported that the instrument, applied biosystem 7500 fast dx real-time pcr (cat. No. 4407205) with lot no. 275030211, was having 'ccd acquisition error' message on screen. No patient involvement reported.